Manufacturer narrative:
(B)(4). Initial reporter email address : (B)(6).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.